Event description:
Intra-procedure, ligasure handpiece had error message. Following re-start/trouble shooting, error remained. Ligasure handpiece was exchanged and no error with new product. No harm to patient.